Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During preparation of a mitraclip xtw, there was resistance while opening the clip. Troubleshooting was performed by retracting the lock lever past the blue line and closing the device several times. The issue was resolved and the clip was opened. During the procedure, while in the left atrium one gripper was unable to lower. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Returned device analysis did not confirm the reported difficult to open clip and single gripper actuation issue (difficult to open or close) as the clip was able to open to invert without issue and both grippers were able to lower and raise as intended without issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported difficult to open or close associated with difficult to open clip and a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.